Manufacturer narrative:
Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. However, pump trace download analysis confirmed the unit alarmed power error detected. The power management tool confirmed power error detected due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery was lasting less than two days. The customer had tried multiple new batteries and changed all the settings to limit power consumption. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.